Event description:
Patient received a 3.0mm diameter x 12mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the prox cx during index procedure with no issue reported; however, it was reported that the patient was re-hospitalized with symptoms of gi bleeding approximately 2 months and 2.5 months post implant of the relevant endeavor sprint rx stent. In both occasions, medical intervention was required. It was reported that blood transfusion was also administered to the patient on his second re-hospitalization. No other clinical sequelae were reported. Investigator reported that the event was not related to the study stent.

Manufacturer narrative:
(B)(4): evaluation: results: gi bleed.

Event description:
Approximately 17 months post index procedure, it is reported that patient death occurred. Cause of death stomach cancer. The investigator indicated that the reported event was unrelated to the study device.